Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Investigators were unable to duplicate complaint. There was no defect found.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow keypad button is intermittently unresponsive. The patient reportedly wears the pump on a belt with a clip. The patient denied any damage to the keypad rubber. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.